Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented with loss of high voltage therapy caused by incorrect interpretation of signal, resulting in a sustained arrhythmia. No interventions or adverse patient consequences were reported.